Event description:
It was reported that patient received unanticipated therapy for an svt due to p-waves falling in pvab. Device re-programming was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.